Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for follow-up in hospital. It was discovered that the patient's pacemaker had premature battery depletion. No intervention was performed at the time. Patient was in stable condition.